Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was over delivering causing low blood glucose. Patient blood glucose at the time of the incident was 38 mg/dl. Customer current blood glucose at the time of the call is 154 mg/l. Customer stated that was not admitted to the hospital or ER and neither ems was dispatched due to low blood glucose. Based on customer report insulin pump was over delivering. The low blood glucose was treated with food and glucose tablets. Device return is not indicated.